Manufacturer narrative:
This product is not approved for sale in us but a similar product with catalog# 9393010, UDI # (B)(4) and 510k# k172199 is available for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: lumbar canal stenosis procedure: transforaminal lumbar interbody fusion (tlif) level implanted: l4/5 it was reported that intra-op, while inserting the cage, the cage was collapsed and broken. The product came in contact with the patient. Fragments remained in the patient body.

Manufacturer narrative:
Product analysis: visual examination confirms the implant is fractured into multiple pieces and broken. The extent of the damage, as well as the area of fracture initiation middle rib is consistent with significant force was utilized during the attempted insertion. Microscopic examination of the fracture surfaces identified morphology consistent with brittle overload during insertion as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.